Event description:
The pt reported that the "doctor tried, but device was never implanted". "They ruined me and crippled me is what those doctors did." The pt also stated that she was with a new hcp and now has an "ans". Three hcps have been contacted, including the hcp the pt stated was her new hcp, as well as the medical records department of the hospital; however, to date, no information has been made available for this report.